Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was MRI co mpatibility for cervical spine. Caller reported their leads were removed in 2020 but they still had the ins implanted. Reviewed MRI info. Asked why the leads were moved. Pt reported the device had not worked for at least 10 years. Caller stated that the surgeon had to do spinal fusions for the whole back except for 2 vertebrae, so pt asked them to remove the whole system but hcp removed the leads and left the implant because the surgery was taking 10 hours. Troubleshooting was not required.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6) 2009, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6) , ubd: 30-mar-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.